Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka procedure, the part of the tab of a journey dcf ap fem cut blk 5 that the slap hammer attaches to broke off. The broken piece was recovered. Nothing fell inside the wound as the break wasn't complete inside the wound. The procedure was completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information: h3, h6: the associated device was returned and evaluated. A visual inspection of the journey dcf ap fem cut blk 5 revealed that the metal piece of the cutting block that houses the cutting block knob and the knob are fractured off. The fractured pieces were not returned. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions that could be related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.